Event description:
It was reported when using the bd vacutainer® pst¿ blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: "poor reproducibility of test values of samples collected in cat# 365903 tube has been occurring for a biochemical parameter. The ld value became high immediately after centrifugation, and when remeasurement was performed, it was a normal value. The blood collection tube is left stationary until remeasured.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ blood collection tube there were erroneous results. The following information was provided by the initial reporter. The customer stated: "poor reproducibility of test values of samples collected in cat# 365903 tube has been occurring for a biochemical parameter. The ld value became high immediately after centrifugation, and when remeasurement was performed, it was a normal value. The blood collection tube is left stationary until remeasured.

Manufacturer narrative:
H.6. Investigation summary: material #: 365903, lot/batch #: 1098418. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. 100 retention samples were visually inspected with no issues being identified. Retention samples were also tested via a clinical study: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.